Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose as low as 20mg/dl, and a blood glucose over 250mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the patient¿s bolus settings were incorrectly programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.